Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the malfunction of "bad display, not readable" was confirmed and duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "bad display, not readable." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as remediated.